Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via e-mail the insulin pump had a multiple issues. The customer¿s blood glucose was unknown at the time of incident. It was reported that the insulin pump had keypad anomaly, sensor issues and customer had a low blood glucose event due to sensor glucose versus blood glucose readings. It was reported to have experienced a low blood glucose of 37 mg/dl and ended up with paramedics. It was reported that the sensor glucose reading was 97 mg/dl and the actually blood glucose reading was at 37 mg/dl. No troubleshooting was performed. The insulin pump is not expected to return for analysis.